Event description:
It was reported that the fiber was fractured upon unpacking. Product analysis identified signs of use, indicating the break likely occurred during use. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber was received in two pieces, confirming the reported fiber break. The fiber tip was also degraded, indicating that the fiber was used. During functional testing, the aiming beam exiting the fiber tip was bright. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.